Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set ) during dwell 3 of 5 on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to check all the connections on his bags and to himself. The tsr then explained the alarm and instructed the hp to cycle power off/on twice to clear the alarm. The hp was going to set up using the same supplies. The tsr explained the proper set up procedures per user manual. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The hp started over with all new supplies and resumed therapy on the cycler. The hp stated the book advised him to use all new supplies and the hp would not reuse supplies. The hp did not follow up with his peritoneal dialysis nurse (pdrn). There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number was not provided; a baxter employee did not identify the alarm in the event log of a returned device, and user did not verbally provide sufficient information to identify the cause of the alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.